Event description:
Pt undergoing tracheostomy in o.r. Cauterization of incision site taking place with endotracheal tube in place. A popping sound was heard & flame observed emanating from the incision site.